Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the communicator power cord melted. A boston scientific company representative discussed with health care professional (hcp) and opted to replace the power cord. The communicator is still in service. No adverse patient effects were reported.